Manufacturer narrative:
(B)(4). Device (B)(4) - recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a ventral hernia repair on an unknown date and mesh was used. It was reported that the patient experienced a recurrent hernia with repair on an unknown date. No other information available at this time.